Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and per the event logs a motor occurred on (B)(6)2018 at 2:13pm and stopped pump duration exceeded 24 hours on (B)(6) 2019 at 2:13, a motor stall recovery on (B)(6) 2019 at 12:25 and a motor stall occurred on (B)(6) 2019 at 1:10am and a recovery on (B)(6) 2019 at 1:50am. No additional complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly, pump motor-o-ring wear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (1000 mcg/ml at 71.9 mcg/day) via an implanted pump. The patient¿s medical history included a spinal cord injury. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the patient¿s pump had motor stalls. The patient¿s symptoms had been returning since (B)(6) 2018. The therapy had not been effective since that time and he had increased tone. The pump was interrogated by the clinic in (B)(6) 2019 and this was when they became of the motor stall on (B)(6) 2019. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The catheter was aspirated on (B)(6) 2019 and the catheter was found to be patent. The patient was scheduled for a pump replacement which was performed on (B)(6) 2019. It was unknown if the issue was resolved at the time of this report. It was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.